Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism. Tip seal observation. The device is part of the advisory for this model.

Event description:
It was reported that at implant the impedance and threshold were varying and increasing. Multiple attempts were made to place the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.